Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer, device manufacturer representative, and healthcare provider (hcp) regarding a patient receiving morphine (10 mg/ml at 0.889 mg/day) via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported that in (B)(6) 2015 the patient had missed their refill date by 3 days. The patient noted that the pump hadn't been working right since then. Over the past three days from the date of this report the patient experienced symptoms of withdrawal including shaking, sweaty, diarrhea, nausea, and restlessness. The symptoms were noted as sudden. The residual volumes had been accurate at refills. The patient had requested a catheter access port (cap)/dye study to be performed. It was later reported there was no issue and the catheter dye study on (B)(6) 2016 reported good cerebrospinal fluid (csf) flow and they were able to aspirate the catheter. The hcp believed the patient was seeking oral opioids and did not believe the patient was in withdrawal. The pump issue and withdrawal symptoms were noted to be resolved however the patient believed something was wrong with the pump even though the doctor had determined it was working well. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. The previously reported device code is no longer applicable to this event. Device codes (B)(4) are applicable to this event. The following patient codes (B)(4) are also applicable to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. A MRI was to be performed. The patient's healthcare provider (hcp) was looking for a granuloma. The patient had had ongoing issues with their pump since she missed a refill in (B)(6). The had pump went dry at the time of the missed refill and as reported the patient experienced withdrawal symptoms. A different event date of (B)(6) 2014 rather than (B)(6) 2015 was reported, however, regarding the missed refill and dry pump. It was reported the patient had called her hcp office in (B)(6) 2014 to let them know she was due for a refill. They reportedly argued she was wrong. She then heard the pump alarming but didn't figure out it was the pump until she was in withdrawal. The alarm sounded like another electronic thing she had. The patient reportedly had to tell the hcp what tests needed to be done after she consulted with another pain management facility. Even after the pump was filled, the withdrawal symptoms as previously reported had continued. The patient still had been experiencing withdrawal symptoms for the "last year and a half". She went to several hcps to try to figure out why she was having the symptoms. It was noted at one point a gastroenterologist diagnosed her with "functional diarrhea". The patient finally figured out it was the pump. The MRI was scheduled and the patient was currently working with a surgeon to diagnose her issues. Further information was then received from the patient's managing hcp. Office notes were provided beginning on (B)(6) 2014. The procedures performed that day consisted of refilling and maintaining of the patient's pump. During the refill, aspiration of 0ml of preservative free morphine was performed. 40ml of 5mg/ml morphine at a dose of 0.8893 mg per day was then refilled into the pump. No complications were noted. The low reservoir alarm date per a print report provided was (B)(6) 2015. A refill note from (B)(6) 2015 was also provided. At that time, the pump was refilled with 10 ml of 10mg/ml epimorph morphine and 10cc of sterile saline. Programming was confirmed after the procedure. The patient was provided with the next refill date. No abnormalities were noted from the refill that day. A consultation report note was then provided from (B)(6) 2015. The patient presented that day for evaluation and ongoing treatment of their lower back pain. The patient's pump was in place to control that pain. The patient was alert and oriented that day. She appeared somewhat distressed due to the fact that she had had chronic intractable diarrhea. She had an appointment to follow up with a gastroenterologist the following week for an evaluation. The patient's primary complaint at the visit had been chronic diarrhea but the managing hcp did not feel it was related to the pump placement thus she was following up with the gastroenterologist for an evaluation and hopeful treatment. Her pain levels appeared to be moderately well managed with the pump. She had no other issues at the time. Her heart rate that day was 93 beats per minute and regular. Her blood pressure was 122/77. The pump was reprogrammed and she was discharged in satisfactory condition. Another consultation report was provided from (B)(6) 2015. At that time the patient presented and it was noted the pump had been effective in controlling her low back symptoms. As of (B)(6) 2015 she was complaining of neck pain with radiation to her right upper extremity. She had been evaluated, per the notes, by a surgeon surgically and cervical epidural steroid injections were recommended. The patient had undergone epidurals in the past for cervical degenerative disc disease with the most recent on (B)(6) 2012. The patient related an excellent response following epidural injection. The pain at the visit was described as achy, burning, sharp and unbearable in nature. On average the pain in that past month was rated as 8 out of 10. At the time of the visit, the patient was rated at 7/10. She denied recent injury or trauma. The patient had no significant left sided symptoms and denied any associated headache. There were no changes in the patient's medical condition either. Under the review of systems for that day's visit, it was noted the patient experienced chronic constipation/diarrhea and had been worked up at the time of the visit. She was undergoing cortisol testing ordered by her rheumatologist. The patient's heart rate that day was 74 and regular. Her blood pressure was 116/68. Physical exam did reveal tenderness over the patient's cervical paraspinal musculature on their right side. A cervical compression test was positive on their right side. Diagnostic studies were also documented. A previous MRI scan revealed degenerative cervical disc disease with evidence of cervical fusion c5-c6. The patient had most significant degenerative changes in at c7-t1 level. There was also evidence of foraminal stenosis. There was also a left sided paracentral osteophyte disc complex at c6-c7. The recommendations from the visit included that the hcp planned to follow through with a cervical epidural. The patient was instructed to continue on her prescribed medications. The pump dose was not increased as her low back pain appeared to be well controlled at the dose it was programmed to deliver. The patient would be following up for cervical epidural steroid injection under fluoroscopic guidance. Another note was then provided from (B)(6) 2015. The patient presented for a refill that day. She was complaining of generalized pain including neck pain. The epidural injections were to occur at another time as previously recommended. The patient was also scheduled to have a cortisol test the following week regarding her hormone therapy. Her low back pain continued to be fairly well controlled with the pump. It was noted she had intermittent intense pain which occurred 1 to 2 times per week. She had been used her ptm which appeared to be working fairly nicely. She inquired about increasing her ptm dosage for breakthrough pain. Because the patient was not using it on a regular basis, the hcp didn't feel it was appropriate to increase it. Her medication condition was otherwise unchanged. The pump was refilled and reprogrammed that day with no complications. The patient's ptm dose was documented in the refill note as having been increased. A refill date was provided as well to the patient. A note was also provided from (B)(6) 2016. The patient presented that day for ongoing evaluation and treatment for her pump. She reported increased low back pain and felt she was going through withdrawal. She was somewhat, mildly diaphoretic that day, anxious and was having escalation of her low back pain. She reportedly took 12 oxycodone the day prior in order to control her pain symptoms and had diarrhea which she felt was associated with the withdrawal type reaction. The patient's heart rate was 79 and her blood pressure was 140/97. Her pain level was rated 5 out of 10. The hcp had a lengthy discussion regarding the patient's situation. He felt as if a catheter dye study was indicated to ensure that her intrathecal catheter was properly placed. It was to be scheduled for the following day. Notes from the dye study were also provided. The patient presented for the dye study as she had a sensation that she was withdrawing from her medication despite the fact that according to the hcp her pump appeared to be interrogating nicely and functioning well. On the day of the study, she was having a good day and was not nearly as diaphoretic or uncomfortable as she was the day prior in the office. In the event the catheter was found intact, the hcp planned to increase the dose by 20 percent. It was noted the patient was commenting that day that in the event that her catheter was intact, she would be requesting for pump removal as she did not feel that the pump was functioning appropriately. The hcp referred her back to her implanting surgeon. After the dye study was performed, the pump was then refilled and reprogrammed. The patient was discharged from the pain unit in satisfactory condition. No complications were noted. As indicated, the pump was programmed with a 20 percent increase. Lastly, a note was provided from another hcp the patient saw for a consultation. The note provided was a letter from the hcp to the patient's managing hcp on (B)(6) 2016. Within the note it was indicated the patient also had a history of raynaud's phenomenon, spinal stenosis of their lumbar spine as well as cervical spinal stenosis. It was noted per the hcp that the patient's pump had alarmed in (B)(6) of 2014 at which time it depleted as reported, per the patient's account to the hcp. Since that time, per the hcp's note, the patient had been having intermittent symptoms including a headache, feeling of bugs crawling on her skin, diaphoresis, shakiness, anxiety, abdominal cramps, nausea, diarrhea, and restlessness in legs. The symptoms would sometimes spontaneously resolve and if they didn't the patient would take oxycodone which would help with the relief of the symptoms. In the note, it was documented that there was thought that the pump might not have been functioning properly and the patient thought she had a dye study performed which showed there were no issues with the pump. At the time of the note, the patient described her pain as in her lower back radiating down to her legs as well as neck pain. The patient was sharp, constant and rated 6 out of 10. At the appointment with the other hcp, the pump was interrogated and noted to be delivering simple continuous morphine 10 mg/ml at a rate of 1.059 mg per day. Her next refill was scheduled for (B)(6) 2016. Past medical history as documented in that note that day included fatigue as well as a MRI from (B)(6) 2014 noting previous history as previously reported: broad based left posterior disk protrusion at the c6-c7 with mild left lateral recess and neural foraminal narrowing. Past surgical history also included a bladder sling and hysterectomy. The patient's heart rate that day was 76, and her blood pressure was 99/60. She had tenderness upon physical examination that day with palpation over the bilateral paraspinal muscles with positive facet loading test. Medications as of that day included an albuterol nebulizer, alprazolam, ambien, bupropion, excedrin migraine, fluticasone, lexapro, lidoderm patch, maxalt, omeprazole, oxycodone 10 mg 1 tab as needed every six hours for pain, soma 350 mg as needed three times per day for spasms and triacinolone topical cream. The hcp's impression including that the patient also had lumbar spondylosis. The pump was interrogated and seemed to be functioning well that day. The patient did report that she had a dye study which showed no areas of concern that the pump was not working properly as documented. The hcp recommended to the managing hcp a MRI of the lumbar spine looking for evidence of granuloma as intermittent pump occlusions "could be" consistent with development of granuloma. The hcp noted development of a granuloma was higher in patient's with morphine infusion as opposed to hydromorphone as well in the notes. From office notes dated (B)(6) 2014, the patient had the following pre-operative diagnoses: chronic pain syndrome, postlaminectomy lumbar and cervical region syndrome, degeneration of cervical intervertebral disc, high cholesterol, asthma, cervical radiculopathy, cervicalgia, radicular syndrome of lower limbs, fibromyalgia, unspecified site of sacroiliac region sprain and strain, personal history of arthritis, sulfonamide allergy, celebrex allergy, cymbalta allergy, plavix allergy, tape allergy, tubal ligation sterilization status, and a surgical history of a cervical spinal fusion, appendectomy and hysterectomy. The postoperative diagnosis was listed as chronic pain syndrome. Additional allergies within the notes included trazadone, flubiprofen, chromium and bextra. Per a note on (B)(6) 2015, the patient had prrevious right sided carpal tunnel surgery on the right side. She continued to take occasional oxycodone but less than one a day. She used xanex as needed. Surgical history per the note also consisted of a cervical fusion c5-c6 in 1994. The patient's low back pain dated back to a go cart accident in 1999. She also had a motor vehicle accident in 2002. She was at the time of the note disabled. It was noted the patient used a lidoderm patch on a regular basis and had been using flexeril as needed per a note from (B)(6) 2015. She continued to have a significant amount of underlying anxiety/depression.